Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/23/2015 with the following findings: the battery life complaint could not be duplicated. A review of the pump¿s black box data revealed no evidence of short battery life. The battery compartment was cracked. There was evidence of moisture contamination in the battery compartment. The leak test failed due to a battery compartment crack. The returned battery cap was able to fully secure onto the pump. There was evidence of moisture on the interior of the battery cap. The pump powered on with the returned battery cap. The electrical current draws measured within specifications. The pump was opened and no additional moisture or loose components were observed inside the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. The reporter alleged that the battery compartment was cracked, with evidence of moisture inside. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.